Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and pain ("pain"). The patient was treated with surgery (removal of essure in 2012 and 2013). Essure was removed. At the time of the report, the device dislocation and pain outcome was unknown. The reporter considered device dislocation and pain to be related to essure. Further company follow-up with the consumer is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device:by my liver,"), hepatitis c ("autoimmune disorder type of disorder: hepatitis c fibromyalgia") and seizure ("seizures") in a 27-year-old female patient who had essure (batch no. 910614-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included attention deficit/hyperactivity disorder, arthritis, chronic pain, bipolar disorder, endometriosis, genital herpes, irritable bowel syndrome, migraine, thyroid disorder, cholecystectomy, uterine bleeding, ovarian cyst, gastric ulcer, intervertebral disc herniation, chickenpox, schizophrenia and irritable bowel syndrome. Previously administered products included for an unreported indication: depo provera. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), clonazepam (klonopin), codeine, dextropropoxyphene napsilate;paracetamol (darvocet a500), estradiol, estrogens conjugated (premarin), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), nalbuphine hydrochloride (nubain), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel) and tramadol hydrochloride (ultram ER). On (B)(6) 2012, the patient had essure inserted. In march 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia),"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), depression ("psychological or psychiatric problems condition: depression and anxiety"), fibromyalgia ("autoimmune disorder type of disorder: hepatitis c fibromyalgia"), hepatitis c (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision") and fatigue ("fatigue") and was found to have weight increased ("weight gain / lossspecify which one: weight gain,"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. In 2013, the patient experienced amnesia ("neurological conditions or problems type:memory loss"). On an unknown date, the patient experienced pelvic pain ("pain"), seizure (seriousness criterion medically significant), abdominal pain ("strong pain in my abdomen") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)unilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, mood swings, night sweats, hot flush, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, anxiety, depression, fibromyalgia, hepatitis c, nausea, amnesia, seizure, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, abdominal pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, amnesia, anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, hepatitis c, hot flush, menorrhagia, mood swings, nausea, night sweats, pelvic pain, seizure, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: the ostia where identified bilaterally. The right fallopian tube was canalized, 2 coils showing. The left fallopian tube was canalized with 2 coils showing. Date of removal discrepant - apr2012, 22jan2013,20aug2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Computerised tomogram - on (B)(6) 2012: device had moved and was near the liver. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhea . Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-feb-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device:by my liver,"), hepatitis c ("autoimmune disorder type of disorder: hepatitis c fibromyalgia") and seizure ("seizures") in a 27-year-old female patient who had essure (batch no. 910614) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intestinal adhesions, arthritis, chronic pain, bipolar disorder, endometriosis, genital herpes, irritable bowel syndrome, migraine, thyroid disorder, cholecystectomy, uterine bleeding, ovarian cyst, gastric ulcer, intervertebral disc herniation, chickenpox, schizophrenia and irritable bowel syndrome. Previously administered products included for an unreported indication: depo provera. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), bupropion hydrochloride (wellbutrin), clonazepam (klonopin), codeine, dextropropoxyphene napsilate;paracetamol (darvocet a500), estradiol, estrogens conjugated (premarin), hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, ketorolac tromethamine (toradol), nalbuphine hydrochloride (nubain), oxycodone hydrochloride;paracetamol (percocet), quetiapine fumarate (seroquel) and tramadol hydrochloride (ultram ER). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mood swings ("hormonal changes describe: mood swings"), night sweats ("night sweats"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal,menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal,menorrhagia),"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis"), vulvovaginal mycotic infection ("yeast infections"), anxiety ("psychological or psychiatric problems condition: depression and anxiety"), depression ("psychological or psychiatric problems condition: depression and anxiety"), fibromyalgia ("autoimmune disorder type of disorder: hepatitis c fibromyalgia"), hepatitis c (seriousness criterion medically significant), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge"), vision blurred ("blurred vision") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain,"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year 2 months after insertion of essure. In 2013, the patient experienced amnesia ("neurological conditions or problems type:memory loss"). On an unknown date, the patient experienced pelvic pain ("pain"), seizure (seriousness criterion medically significant), abdominal pain ("strong pain in my abdomen") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)unilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, mood swings, night sweats, hot flush, vaginal haemorrhage, menorrhagia, bacterial vaginosis, vulvovaginal mycotic infection, anxiety, depression, fibromyalgia, hepatitis c, nausea, amnesia, seizure, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, abdominal pain and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, amnesia, anxiety, bacterial vaginosis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, hepatitis c, hot flush, menorrhagia, mood swings, nausea, night sweats, pelvic pain, seizure, vaginal discharge, vaginal haemorrhage, vision blurred, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: the ostia where identified bilaterally. The right fallopian tube was canalized, 2 coils showing. The left fallopian tube was canalized with 2 coils showing. Date of removal discrepant - (B)(6) 2012, (B)(6) 2013,(B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Computerised tomogram on (B)(6) 2012: device had moved and was near the liver. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhea. Further company follow-up with the consumer, lawyer, lawyer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 11-feb-2019: pfs and mr received, reporter added, aka added, patients demographic added, essure insertion and removal date updated, lot number added, events added are as follows- mood swings, night sweats, hot flashes, abnormal bleeding (vaginal, menorrhagia), depression , anxiety, infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis, yeast infection, hepatitis c, fibromyalgia, nausea, memory loss, seizures, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, blurred vision, fatigue, weight gain, abdominal pain, abdominal pain upper, pain nos has been updated to pelvic pain. Events onset date and severity added, patients medical history and concomitant drugs were added, auto-narrative supplements were added, lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.